Event description:
During laparoscopic hysterectomy the everest bipolar stopped working (opening and closing). The handpiece was replaced and procedure uneventfully completed. FDA safety report ID # (B)(4).